Event description:
It was reported that a sensing and capture anomaly was observed. An x-ray was performed and showed that the device had dropped and the lead had dislodged. A lead revision was attempted in 2009. However, physician was unable to gain venous access with new lead and decided to keep old lead. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.